Event description:
It was reported that this pacemaker was interrogated and a code 1003 indicative of battery voltage too low for the projected remaining capacity was observed. The patient had a heart rate of 15-20 beats per minute (bpm), therefore, transcutaneous pacing was utilized. A device changeout procedure was scheduled. Further information was received that the family of this patient elected to place the patient in hospice care. The generator changeout procedure was canceled. No additional adverse patient effects were reported. This device remains in service.